Manufacturer narrative:
Olympus was informed that the users had encountered difficulty advancing the subject device. The anesthesiologist then attempted to advance the device, and the pt was said to have "flat lined" due to a suspected vasovagal reaction. The duodenoscope was immediately removed from the pt, and the pt was placed into a supine position. Atropine was administered and breathing and blood pressure were stabilized. The pt was intubated with an unidentified endotracheal tube, after the airway was said to have been inspected using an unk model of gastroscope, to ensure that there was a clear pathway. The intended procedure was not completed and the pt underwent surgery to repair the perforation in the esophagus, which was said to be in the area of the mediastinum. The pt was reportedly discharged two days later. The device was returned to olympus for eval. The eval found no sharp or jagged edges on the distal end or on the insertion tube. There were minor scratches on the distal end cover and bending section, but were determined not to be sharp. The device was serviced and returned to use. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, potential perforation was noted in the pt's throat. The pt was intubated, and the perforation was later confirmed by cat scan. The users were unsure what caused the perforation; however, the physician alleged that it was due to the diameter of the endoscope. No further info was provided regarding the status of the pt.